Event description:
On 03/17: customer reports patient under general anesthesia having a ercp procedure when fluoro failed. Patient had to be moved to another room for completion of procedure. Customer would not provide any patient information other than to indicate no reported injury.

Manufacturer narrative:
Field service engineer performed a full generator functional test per sedecal generator service manual and could not duplicate reported problem. Fse also completed numerous fluoro and spot exposures with no problems detected. Fse tested system per the hut systems installation and service manual and the generator service manual. Unit passed checkout procedures and was returned to full service by the customer.